Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found the unit had thermal damage.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician found the unit had thermal damage¿. The unit was triaged and the reported condition was confirmed. Internal inspection and investigation revealed a burnt component q28 on the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.